Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by medwatch "recently, 2 different pac needle tubings have ruptured at the site where the tubing meets the clave port- causing blood/fluid to leak out of the tubing and the system to no longer be a closed system, putting our immune-compromised patients at very high risk of infection/bleeding. Should this have happened in the middle of the night, the patient could have lost significant blood before anyone noticed. In both cases, the break in the lines happened at the exact same spot" additional information received: patient was dripping blood and IV fluid from pac tubing. The clave was checked, it was secured. The line was flushed but fluid was squirting out near the hub. Line was clamped and patients pac needle was removed. It was noted the port-a-cath line spontaneously cracked near the hub. This report addresses the second device.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by medwatch "recently, 2 different pac needle tubings have ruptured at the site where the tubing meets the clave port- causing blood/fluid to leak out of the tubing and the system to no longer be a closed system, putting our immune-compromised patients at very high risk of infection/bleeding. Should this have happened in the middle of the night, the patient could have lost significant blood before anyone noticed. In both cases, the break in the lines happened at the exact same spot" this report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report for the second incident was submitted, upon further review it was found that this medwatch report 3006260740-2022-04334 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2022-05575.

Event description:
It was reported by medwatch "recently, 2 different pac needle tubings have ruptured at the site where the tubing meets the clave port- causing blood/fluid to leak out of the tubing and the system to no longer be a closed system, putting our immune-compromised patients at very high risk of infection/bleeding. Should this have happened in the middle of the night, the patient could have lost significant blood before anyone noticed. In both cases, the break in the lines happened at the exact same spot" additional information received: patient was dripping blood and IV fluid from pac tubing. The clave was checked, it was secured. The line was flushed but fluid was squirting out near the hub. Line was clamped and patients pac needle was removed. It was noted the port-a-cath line spontaneously cracked near the hub. This report addresses the second device.